Event description:
The string snapped off, leaving the tampon inside of me- vagina [foreign body in reproductive tract] pain-vagina [vulvovaginal pain] the string snapped off [device breakage]. Case narrative: consumer reported via email that the tampon string snapped off. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.